Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's physician reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. They were unable to run a manual prime because it was grayed out. The basal was suspended on the insulin pump. They resumed the basal and were advised to check the customer's insulin settings to ensure they are accurate. The customer blood glucose level was unknown. No further information about the hospitalization was given.